Event description:
Customer called to report return pressure dome leak during treatment procedure. Customer aborted the procedure with no return of blood/products to patient. Customer was asked if anyone was splashed with blood/fluids due to blood leak, customer stated no one was splashed with blood/fluid. Customer was asked if there were any alarms during prime. Customer stated there were no alarms during prime. Customer was asked if there were any alarms prior to the pressure dome leak, customer stated there were no alarms prior to noticing the blood leak. Patient was in stable condition. Kit lot will not be returned for evaluation. No service order was generated.

Manufacturer narrative:
A review of lot c335 was performed and there were no non-conformances associated with this lot. This lot met release requirements. A review of lot c335 shows no trends. At the time of the investigation, no trend was detected for pressure dome membrane leak. Capas (B)(4) and (B)(4) were initiated for complaint category pressure dome membrane leak. The product was not returned for further analysis; therefore, it could not be determined if the product met specifications. Complaints are monitored through tracking and trending. If a trend is detected, further action will be taken. (B)(4).